Manufacturer narrative:
(B)(4).

Event description:
The customer reported that ECG signals were not being acquired / displayed by the m3536a mrx defibrillator/monitor. The customer did not report any patient/user involvement.

Event description:
The customer reported a leads was not reading. No patient involvement was reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.